Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he received a high drain 101 in their last therapy. The technical service representative (tsr) had the hp press stop then go, and then asked the hp if they had done a manual exchange before starting therapy. The hp stated yes they do a manual exchange of 2500ml every day before starting therapy. The tsr checked the programming and explained that the nurse will need to increase the initial drain alarm since the hp is doing a manual exchange prior to starting therapy. The tsr will arrange for a swap and the nurse will program the new device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received operational. Review of the device logs confirmed the reported high drain alarm. The assignable cause for the iipv was determined to be caused by insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed. The device was determined to meet specifications for the customer reported difficulty high drain 101 alarm.